Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: a review of the pump black box and history showed that the last basal delivery was on (B)(6) 2016 at 5:53 pm. The last bolus delivery was a 1.5u ez-carb bolus delivered on (B)(6) 2016 at 3:14 pm. The data showed that the pump was powered off since last basal delivery and was powered on (B)(6) 2017, but deliveries were not resumed. During testing, the pump successfully completed the ez-prime steps. A 10u normal test bolus and 10u audio test bolus were correctly delivered and recorded at the correct time and order. The pump performed within specification. The original complaint of history settings issue regarding a missing bolus record was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that a record of a bolus delivery was missing from the bolus history. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.